Event description:
Patient reported all of the buttons do not function, and the infusion device displayed an e8 power interrupt error. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. E8 power interrupt was found in the history, and the soft components of the housing are worn down heavily. Therefore, moisture entered the insulin pump and destroyed the pump electronics. The buttons function was tested successfully and comply with the product specifications. The pump correctly triggered an e8 error as a result of the power interruption while the pump was in run mode.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.